Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2010 and was revised on (B)(6) 2017. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
Reported event: an event regarding abnormal ion level involving a accolade stem was reported. The event was confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinical review - a review of medical records with clinical consultant indicated this product inquiry concerns a 75-year-old gentleman who underwent a primary total hip arthroplasty in 2010 with a cobalt chrome femoral head and an accolade femoral stem. The patient developed pain and underwent revision surgery where some evidence of trunnionosis was found. This was in 2017. I can confirm that the patient underwent the primary and revision procedures since I was able to review the operation reports. The root cause of this event cannot be determined with certainty. The causes of elevated ion levels and trunnionosis are multifactorial including surgical technique, especially in the way that the trunnion and femoral head are prepared prior to insertion, patient activity level and bmi and implant factors. Product history review: review of the product history records indicate devices were manufactured and accepted into final stock with no reported relevant discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: a review of medical records with clinical consultant indicated "this product inquiry concerns a 75-year-old gentleman who underwent a primary total hip arthroplasty in 2010 with a cobalt chrome femoral head and an accolade femoral stem. The patient developed pain and underwent revision surgery where some evidence of trunnionosis was found. This was in 2017. I can confirm that the patient underwent the primary and revision procedures since I was able to review the operation reports. The root cause of this event cannot be determined with certainty. The causes of elevated ion levels and trunnionosis are multifactorial including surgical technique, especially in the way that the trunnion and femoral head are prepared prior to insertion, patient activity level and bmi and implant factors. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened."

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about on (B)(6) 2010 and was revised on (B)(6) 2017. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood.